Event description:
It was reported, that the device was fractured. Attempts to obtain additional information have been made. However, no more is available.

Manufacturer narrative:
(B)(4). G2: (B)(6). H3: customer has indicated, that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d9, g4, g7, h1, h2, h3, h6, h9, h10. H6: device not returned is n/a which was reported on initial report. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned device shows signs of repeated use and have a piece fractured. Photograph provided confirm impactor pad is fractured. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Additional information does not affect the root cause if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h11. Reported event was confirmed by review of photograph provided. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.